Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had resistant plunger movement and was unable to dispense insulin. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. However, visual inspection, plunger rod pull out force and breakout and sustaining force test were performed. Based on the functional tests carried out, the syringe does not present problems for its functionality (displacement) since the results are satisfactory, therefore the complaint is not confirmed. During the control in process no non-conforming part was reported due to the customer's defect. As part of the functional tests performed during the final inspection of the product is the silicone content test, the batch was approved and inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. In the documentary review, there were no problems attributable to the additional defect, the functionality tests performed on the client's sample are in compliance. A revision was made to the stopper washing and lubrication record, which shows that the stopper was washed and lubricated prior to its use, no event was presented attributable to the defect that the client communicates. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok disposable syringe with bd luer-lok tip had resistant plunger movement and was unable to dispense insulin. There was no report of exposure, injury, or medical intervention noted.